Manufacturer narrative:
(B)(4) - the reported guidewire tip break.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeled off in several places 47 cm from the proximal end. There were sections on the proximal end of the device where the ptfe coating was partially peeled up from the (B)(4) core wire. The torque device brass collett markings were present on the device. From the condition of the device it appeared that the torque device had been dragged down the device. The torque device was examined and there was peeled off ptfe coating on the brass collett and cap. This damage observed to the ptfe coating due to the insufficient tightening of the torque device onto the guidewire. The directions for use specifically instructs that insufficient tightening down of the torque device can lead to ptfe peeling, therefore the cause of this damage is considered to be user related. The nitinol tubing was separated 190.4cm from the proximal end. No stretching was observed at the separation site. Under microscopy, it was noted that the nitinol tubing and core wire were kinked just distal to the separation site. The nitinol tubing proximal bond was in place and no anomalies were noted. The exact cause of the break in the device can not be determined. Based on the information provided and the investigation it is most likely related to operational context.

Event description:
It was reported that the physician had to torque the device extensively due to the tortuousity of the anatomy. The tip of the device broke off during use and the physician had to use a snare device to retrieve the tip from the patient. There was no reported clinical consequence to the patient.

Event description:
It was reported that the physician had to torque the device extensively due to the tortuousity of the anatomy. The tip of the device broke off during use and the physician had to use a snare device to retrieve the tip from the patient. There was no reported clinical consequence to the patient.